Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a physician ((B)(4)) and describes the occurrence of device breakage, device deployment issue and complication of device insertion ("during release of the device, a part of the catheter broke and was left in the "coils" and in the patient's uterus") in a female patient who had essure (batch no. 689931) inserted. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device breakage, device deployment issue and complication of device insertion. At the time of the report, the device breakage, device deployment issue and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device deployment issue and device breakage with essure. The reporter commented: duration of the procedure four times longer. It was necessary to remove the entirety of what was in the tube using forceps. Clinical consequences: abrasion of endometrium and obligation to implant a new device. Conservatory measures: defective device was kept. Company causality comment: this spontaneous case report refers to a female patient who had an essure inserted and, during release of the device, a part of the catheter broke and was left in the "coils" and in the patient's uterus. This event (seen as device breakage during insertion) is anticipated in the reference safety information for essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the reported events occurred during insertion procedure and thus causality cannot be excluded. This case was regarded as other reportable incident, as although the device breakage did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician ((B)(6) reference number: (B)(4) and describes the occurrence of device breakage ("during release of the device, a part of the catheter broke and was left in the "coils" and in the patient's uterus"), complication of device insertion ("during release of the device, a part of the catheter broke and was left in the "coils" and in the patient's uterus") and device deployment issue ("during release of the device, a part of the catheter broke and was left in the "coils" and in the patient's uterus") in a female patient who had essure (batch no. 689931) inserted. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and device deployment issue. At the time of the report, the device breakage, complication of device insertion and device deployment issue outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and device deployment issue with essure. The reporter commented: duration of the procedure four times longer. It was necessary to remove the entirety of what was in the tube using forceps. Clinical consequences: abrasion of endometrium and obligation to implant a new device. Conservatory measures: defective device was kept. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 20-oct-2017 for the following meddra preferred term: device breakage - analysis in the global safety database 1.818 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2017: quality-safety evaluation of ptc. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.